Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, it could not get over and was broken inside the patient. The procedure was completed with a different device. No patient injury was reported.